Manufacturer narrative:
Correction to h6 codes as the device for this complaint was not returned for evaluation. The complaint of inflation line separation could not be confirmed due to the sample in question not being returned. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inflation line was detached from the tube after intubated for fifteen minutes. Steps taken to resolve the issue was to use a new one. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. Sample was visually inspected and no damage or anomaly was observed. During the functional testing inflation test, air could not be retained by the cuff. The cuff was submerged in a water bath and a leak was observed on the surface of the cuff. The customer reported complaint was able to be confirmed. The cause of the issue is unknown. The complaint of inflation line separation could not be confirmed due to the sample in question not being returned. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.